Event description:
Potential left ventricular lead fracture. High threshold count since (B)(6) 2024. Threshold measuring >6v @0.4ms. High impedance measurements since (B)(6) 2024, all vectors involving lv2 and lv4 showed abnormal impedance values >3000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).